Event description:
Hill-rom rec'd a report from the account stating the head right siderail arm assembly is broken (siderail will not latch). The bed was located at the account in 8w. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head right siderail not latching due to a damaged center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this info, no further action is required.